Event description:
The surgeon implanted aq2003v silicone lens. The lens was removed due to a posterior capsular tear. The incision was enlarged to remove the lens. A vitrectomy was performed. The surgery was completed using a sulcus lens.